Event description:
It was reported that the recanalization catheter was activated for two minutes and the catheter stopped vibrating. The catheter was removed from the pt and the core wire was found to be broken off in the transducer. The procedure was completed with another catheter. There was no pt injury reported.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported to date for corporate lot number gfye2488, for this issue. The device was returned. The investigation is confirmed for a fracture, as the proximal end of the core wire was returned broken off of the catheter. The definitive root cause could not be determined based upon the available information. It is unk if the way that the catheter was connected to the transducer contributed to the core wire break. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative was able to provide complainant information, which was updated in the appropriate sections. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.